Event description:
During use the irrigation to the catheter stopped working. The catheter was removed and replaced with no harm to the patient. Manufacturer response for mapping catheter, pentaray (per site reporter) clinical site notified mfg rep directly.